Manufacturer narrative:
Medical product: biolox® delta taper liner kk / 40; catalog#: 00-8775-012-40 ; lot#: 2523976. Shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners catalog#: 00-8757-056-01 ; lot#: 61629493. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset; catalog#: 65771101200 ; lot#: 61595725. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00038. Remains implanted.

Event description:
It was reported that the patient has pain.

Manufacturer narrative:
Additional information has been received, it was reported that the patient experienced sciatica for 3 months which was treated conservatively. Implants remain implanted. This case is not considered anymore as a complaint. Please invalidate this case from your records. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Additional information has been received, it was reported that the patient experienced sciatica for 3 months which was treated conservatively. Implants remain implanted. This case is not anymore considered as a complaint.